Manufacturer narrative:
E1- customer phone number: (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device was leaking fluid. There were no reports of patient harm.